Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave a permanent out of range signal. Dexcom has issued an rga for patient to return the device to be investigated.